Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels from (B)(6) /24 to (B)(6) 24 of 45-412 mg/dl. The cause of the bg issues was due to the customer manually overriding boluses and not using the bolus calculator to calculate the appropriate correction dose. The customer consumed carbohydrates, delivered a correction bolus, a correction injection and performed a supply change to address bg for all bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.